Manufacturer narrative:
It was found that both the head and foot end bellows were damaged. It was reported that the broken bellows caused the jacks to get stuck intermittently.

Manufacturer narrative:
Conclusion - technician could not duplicate problem. Bed is working and new hydraulic covers are on order.

Event description:
It was reported via repair work order that the jack was stuck due to bent hydraulic. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack would get intermittently stuck due to broken bellows. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.